Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was one or more cycles were advanced to next fill when slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during drain three of four of peritoneal dialysis therapy. The patient reported that their last drain volume was 4136ml. It was determined that the patient¿s largest prescribed fill volume was 2500ml. The patient planned to contact their nurse regarding the programming. There was no patient injury or medical intervention associated with this event. No additional information is available.